Event description:
It was reported that during plain old balloon angioplasty (poba) in the anterior tibial artery, the 2.5x200 armada 14 balloon was inflated one time to 12 atmospheres. An attempt was made to deflate the balloon; however, the balloon did not deflate. The physician attempted to deflate the balloon using a 60cc syringe without success. At this point, the physician pulled back slightly on the dilatation catheter and the balloon ultimately deflated within 2-3 minutes. The dilatation catheter was withdrawn from the anatomy without resistance and a second planned dilatation of the same target vessel was performed using a new armada 14 balloon. There was a clinically significant delay in the procedure. Although an extra dose of heparin was administered, there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulties were unable to be confirmed. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.